Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("lower pelvic pain / bilateral pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included local anaesthesia (during essure procedure) on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal distension ("bloating"). On (B)(6) 2016, the patient experienced fallopian tube disorder ("noninflammatory disorder of the fallopian tube"). On (B)(6) 2017, the patient experienced the first episode of urinary tract infection ("urinary tract infection") with pyrexia, pain, abdominal pain lower and vaginal odour. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"), flank pain ("right flank pain"), nausea ("nausea") and diarrhoea ("diarrhea"). On (B)(6) 2017, the patient experienced the second episode of urinary tract infection ("urinary tract infection") with pelvic pain, urine odour abnormal and dyspareunia. On an unknown date, the patient experienced dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), rash ("rashes"), arthralgia ("joint pain"), vertigo ("vertigo"), hypoaesthesia ("numbness in her hands and thighs"), migraine ("migraines of increased frequency"), alopecia ("hair loss"), weight increased ("weight gain"), depression ("depression"), fatigue ("fatigue") and ovarian disorder ("noninflammatory disorder of the ovary"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal). At the time of the report, the pelvic pain, back pain, menorrhagia, rash, arthralgia, vertigo, hypoaesthesia, migraine, alopecia, weight increased, depression and fatigue had not resolved and the dyspareunia, abdominal distension, ovarian disorder, fallopian tube disorder, abdominal pain, flank pain, the last episode of urinary tract infection, nausea and diarrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, depression, diarrhoea, dyspareunia, fallopian tube disorder, fatigue, flank pain, hypoaesthesia, menorrhagia, migraine, nausea, ovarian disorder, pelvic pain, rash, vertigo, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: the patient requested essure removal. Although a laparoscopic bilateral salpingectomy had been performed on (B)(6) 2016, the essure coils were seen on CT scans performed on (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: noninflammatory disorder of ovary and f. Tube; on (B)(6) 2016: coils in place; on (B)(6) 2017: bilateral essure devices seen; on (B)(6) 2017: showed the essure devices again. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('CT scan showed that the devices were still in her body'), pelvic pain ('lower pelvic pain / bilateral pelvic pain/worsening pain') and device dislocation ('migration') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included local anaesthesia (during essure procedure) on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ low back pain") and abdominal distension ("bloating"). On (B)(6) 2016, the patient experienced fallopian tube disorder ("noninflammatory disorder of the fallopian tube"). On (B)(6) 2017, the patient experienced the first episode of urinary tract infection ("urinary tract infection") with pyrexia, pain, abdominal pain lower and vaginal odour. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"), flank pain ("right flank pain"), nausea ("nausea") and diarrhoea ("diarrhea"). On (B)(6) 2017, the patient experienced the second episode of urinary tract infection ("urinary tract infection") with pelvic pain, urine odour abnormal and dyspareunia. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), rash ("rashes"), arthralgia ("joint pain"), vertigo ("vertigo"), hypoaesthesia ("numbness in her hands and thighs"), migraine ("migraines of increased frequency/worsening"), alopecia ("hair loss"), depression ("depression"), fatigue ("fatigue"), ovarian disorder ("noninflammatory disorder of the ovary"), genital haemorrhage ("worsening of abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("autoimmune symptoms") and complication of device removal ("CT scan showed that the devices were still in her body") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, dyspareunia, abdominal distension, ovarian disorder, fallopian tube disorder, abdominal pain, flank pain, the last episode of urinary tract infection, nausea, diarrhoea, genital haemorrhage, hypersensitivity, autoimmune disorder and complication of device removal outcome was unknown and the pelvic pain, back pain, menorrhagia, rash, arthralgia, vertigo, hypoaesthesia, migraine, alopecia, weight increased, depression and fatigue had not resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, autoimmune disorder, back pain, complication of device removal, depression, device dislocation, diarrhoea, dyspareunia, fallopian tube disorder, fatigue, flank pain, genital haemorrhage, hypersensitivity, hypoaesthesia, menorrhagia, migraine, nausea, ovarian disorder, pelvic pain, rash, vertigo, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: the patient requested essure removal. Although a laparoscopic bilateral salpingectomy and bilateral removal of essure had been performed on (B)(6) 2016, the essure coils were seen on CT scans performed on (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: noninflammatory disorder of ovary and f. Tube; on (B)(6) 2016: results: coils in place; on (B)(6) 2017: results: bilateral essure devices seen; on (B)(6) 2017: results: showed the essure devices again. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Events "migration, abnormal bleeding, auto-immune or hypersensitivity symptoms, complication of device removal, device breakage were added". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('CT scan showed that the devices were still in her body'), pelvic pain ('lower pelvic pain / bilateral pelvic pain/worsening pain') and device dislocation ('migration') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included local anaesthesia (during essure procedure) on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ low back pain") and abdominal distension ("bloating"). On (B)(6) 2016, the patient experienced fallopian tube disorder ("noninflammatory disorder of the fallopian tube"). On (B)(6) 2017, the patient experienced the first episode of urinary tract infection ("urinary tract infection") with pyrexia, pain, abdominal pain lower and vaginal odour. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"), flank pain ("right flank pain"), nausea ("nausea") and diarrhoea ("diarrhea"). On (B)(6) 2017, the patient experienced the second episode of urinary tract infection ("urinary tract infection") with pelvic pain, urine odour abnormal and dyspareunia. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), rash ("rashes"), arthralgia ("joint pain"), vertigo ("vertigo"), hypoaesthesia ("numbness in her hands and thighs"), migraine ("migraines of increased frequency/worseining"), alopecia ("hair loss"), depression ("depression"), fatigue ("fatigue"), ovarian disorder ("noninflammatory disorder of the ovary"), genital hemorrhage ("woseining of abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("autoimune symptoms") and complication of device removal ("CT scan showed that the devices were still in her body") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, dyspareunia, abdominal distension, ovarian disorder, fallopian tube disorder, abdominal pain, flank pain, the last episode of urinary tract infection, nausea, diarrhoea, genital hemorrhage, hypersensitivity, autoimmune disorder and complication of device removal outcome was unknown and the pelvic pain, back pain, menorrhagia, rash, arthralgia, vertigo, hypoaesthesia, migraine, alopecia, weight increased, depression and fatigue had not resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, autoimmune disorder, back pain, complication of device removal, depression, device dislocation, diarrhoea, dyspareunia, fallopian tube disorder, fatigue, flank pain, genital hemorrhage, hypersensitivity, hypoaesthesia, menorrhagia, migraine, nausea, ovarian disorder, pelvic pain, rash, vertigo, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: the patient requested essure removal. Although a laparoscopic bilateral salpingectomy and bilateral removal of essure had been performed on (B)(6) 2016, the essure coils were seen on CT scans performed on (B)(6) -2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: noninflammatory disorder of ovary and f. Tube; on (B)(6) 2016: results: coils in place; on (B)(6) 2017: results: bilateral essure devices seen; on (B)(6) 2017: results: showed the essure devices again. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('CT scan showed that the devices were still in her body'), pelvic pain ('lower pelvic pain / bilateral pelvic pain/worsening pain') and device dislocation ('migration') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included local anaesthesia (during essure procedure) on (B)(6) 2016 and pelvic pain female. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ low back pain") and abdominal distension ("bloating"). On (B)(6) 2016, the patient experienced fallopian tube disorder ("noninflammatory disorder of the fallopian tube"). On (B)(6) 2017, the patient experienced the first episode of urinary tract infection ("urinary tract infection") with pyrexia, pain, abdominal pain lower and vaginal odour. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"), flank pain ("right flank pain"), nausea ("nausea") and diarrhoea ("diarrhea"). On (B)(6) 2017, the patient experienced the second episode of urinary tract infection ("urinary tract infection") with pelvic pain, urine odour abnormal and dyspareunia. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("menorrhagia"), rash ("rashes"), arthralgia ("joint pain"), vertigo ("vertigo"), hypoaesthesia ("numbness in her hands and thighs"), migraine ("migraines of increased frequency/worseining"), alopecia ("hair loss"), depression ("depression"), fatigue ("fatigue"), ovarian disorder ("noninflammatory disorder of the ovary"), genital haemorrhage ("woseining of abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("autoimune symptoms") and complication of device removal ("CT scan showed that the devices were still in her body") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, dyspareunia, abdominal distension, ovarian disorder, fallopian tube disorder, abdominal pain, flank pain, the last episode of urinary tract infection, nausea, diarrhoea, genital haemorrhage, hypersensitivity, autoimmune disorder and complication of device removal outcome was unknown and the pelvic pain, back pain, heavy menstrual bleeding, rash, arthralgia, vertigo, hypoaesthesia, migraine, alopecia, weight increased, depression and fatigue had not resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, autoimmune disorder, back pain, complication of device removal, depression, device dislocation, diarrhoea, dyspareunia, fallopian tube disorder, fatigue, flank pain, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, migraine, nausea, ovarian disorder, pelvic pain, rash, vertigo, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: the patient requested essure removal. Although a laparoscopic bilateral salpingectomy and bilateral removal of essure had been performed on (B)(6) 2016, the essure coils were seen on CT scans performed on (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: noninflammatory disorder of ovary and f. Tube; on (B)(6) 2016: results: coils in place; on (B)(6) 2017: results: bilateral essure devices seen; on (B)(6) 2017: results: showed the essure devices again. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received: medical history, reporter information, patient's aka name, patient's date of birth were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.